Event description:
Patient reported that the v-go 30 device fell off while patient was in the shower. The patient applied adhesive tape to keep it on. I confirmed with the patient that there was no interference with clothing and that the application site was properly prepared before applying the v-go device.